Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. The left ventricular lead was also noted to have high pacing threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.